Manufacturer narrative:
Added additional device implanted (tgu373720/lot unknown). The lot number of both devices were not provided. Therefore, the udis are not available.

Manufacturer narrative:
The information provided in this report was collected by the society of vascular surgery patient safety organization for the vascular quality initiative (vqi). Vqi data is double blinded, and is not managed, maintained or supervised by gore; or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible. The date of implant and date of event have been estimated as only the year was provided. The instructions for use provide the following warning among others: ¿ if coverage of the left subclavian artery ostium is required to obtain adequate neck length for fixation and sealing, transposition or bypass of the left subclavian artery should be considered.¿

Event description:
It was reported to gore via the vascular quality initiative that on an unknown date in 2015, a patient underwent the placement of two gore tag thoracic endoprostheses (item#s:(B)(4) [proximal zone 2], (B)(4) [proximal zone 4]) for elective repair of a symptomatic dissection. The left subclavian artery was intentionally covered during the procedure. On an unknown date, the patient experienced aneurysm enlargement of 12 mm. Seventy-eight days post-operative, the patient underwent a carotid-left subclavian bypass for left subclavian artery malperfusion. The maximum aortic diameter decreased 7 mm. Post bypass.

Manufacturer narrative:
It should be noted that the patient experienced proximal and distal extensions of the dissection on an unknown date.